Manufacturer narrative:
Maquet, inc., has begun an investigation of this discontinued, legacy product. There is presently insufficient info to draw any conclusions. A f/u MDR will be provided upon completion of the investigation. The light mfg facility in charleston is now closed. Product complaints for charleston products will continue to be processed by the (B)(4).

Event description:
The spring arm of the light broke at the junction with the main arm and fell. No pt involvement and no injuries have been reported. Importer reference: (B)(4).